Event description:
Physician reported a left side rupture. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, red particles and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended sharp opening on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a left side rupture. Device explanted and replaced.